Event description:
The hcp reported the patient presented with a pump that had been alarming for several days. Upon interrogation, a motor stall and tube set error message were noted. The patient was experiencing a lack of efficacy. The hcp reports the patient denies being around any magnetic interaction, MRI, or other medical procedures. The device logs were printed which indicated the motor stall occurred in 2007. Follow up with the hcp, the next day, revealed the motor stall message was still present when the pump was interrogated. No motor stall recovery message appeared in the logs. The patient was still experiencing a loss of efficacy. The hcp planned to do a study and medically managed the patient. Add'l info including drug info, treatments, and patient outcome have been requested.